Event description:
It was reported that the patient missed their refill as ¿he apparently forgot to order drug¿. It was noted that they she ¿thinks the patient¿s pump maybe empty¿. It was reported that the patient was having withdrawal-type symptoms due to the missed refill. It was noted that the patient was due for a refill last week and had symptoms for the prior couple days. It was reported that there had been communication with the patient¿s physician regarding the patient¿s symptoms. It was noted that they were only aware that the patient had increased stiffness. It was reported that the patient pump was used to infuse baclofen, specified as lioresal. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the patient had spasticity secondary to multiple sclerosis. The pump was reportedly not found to be empty as there were 2 ml in the reservoir. It was noted that an alarm was associated with the event. The pump was refilled on 2014 (B)(6). The patient was reportedly doing "fine". The pump was reportedly still in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).